Manufacturer narrative:
Investigation conclusion:. A review of complaint history did not identify any adverse trends for the reported issue for these lots. Root cause: insufficient information source: phone.

Event description:
Customer reporting testing sars positive continually when using this kit. Customer states they test weekly. Customer has been negative by other otc kit and pcr. Report 4 of 11.